Event description:
It was reported that high lead impedance readings were obtained during a generator revision surgery that was occurring to address end of service. The exact results were not provided. The physician stated that the high lead impedance readings were obtained when the new generator was connected to the existing leads. The surgeon did not note any issues with the lead that would be causing the high lead impedance however, he replaced the lead and generator. Pre-op diagnostics were not performed on the new generator prior to implant. Good faith attempts to obtain additional info have been unsuccessful to date. Review of the pt's programming history revealed that systems diagnostics were performed on 10/18/2006 and the results were within normal limits. The explanted lead and generator have been returned to the manufacture and are currently in product analysis.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.